Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas 6000 c (501) module - c501. The patient sample initially resulted with an hba1c value of 7 % and this result was reported outside of the laboratory. On (B)(6) 2018, the customer was having issues with their quality control and was receiving calculation errors on the current reagent pack. The standby reagent pack was running normally. The customer discarded the current pack and switched over to the standby pack. The patient sample was repeated using the standby pack with a result of 5.7 %. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The hba1c reagent lot number was 25332701. The reagent expiration date was asked for, but not provided. The field service engineer determined that there was a fluidic failure of the sample probe and replaced it. The system was operating within specifications. Precision studies were performed and quality controls were run; no errors were seen. The customer has confirmed that there have been no further issues since replacing the probe.